Manufacturer narrative:
This report is being amended to include the evaluation. Evaluation codes for section h6: 100-68 100-device meets overlay specifications. Other affected dimensions meet specification. 68-no evidence of wear on femoral or articulating surface. Cause of standing is unk.

Event description:
Devices removed due to pain and lossening.